Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the pacemaker check the longevity had decreased two years over a 6 month timeframe. It was mentioned that the patient had atrial fibrillation (af), and the signal artifact monitor had been disabled inappropriately due to af. Disk analysis was sent it to review if the high atrial rates were contributing. Engineers determined that the power consumption does appear to be caused by the high rate atrial sensing. However, the device also has the signal artifact monitor (sam) patch loaded which can in the presence of af cause even more power consumption. The sam and minute ventilation features were turned off in response to the high power consumption, however at this time only 4uw had recovered. The majority of the high power drain was thought to be due to patient condition. The device remained in-service until it was eventually explanted and returned due to a prophylactic decision. No adverse patient effects were reported.

Event description:
It was reported that during the pacemaker check the longevity had decreased two years over a 6 month timeframe. It was mentioned that the patient had atrial fibrillation (af), and the signal artifact monitor had been disabled inappropriately due to af. Disk analysis was sent it to review if the high atrial rates were contributing. Engineers determined that the power consumption does appear to be caused by the high rate atrial sensing. However, the device also has the signal artifact monitor (sam) patch loaded which can in the presence of af cause even more power consumption. The sam and minute ventilation features were turned off in response to the high power consumption, however at this time only 4uw had recovered. The majority of the high power drain was thought to be due to patient condition. The device remains in-service. No adverse patient effects were reported.